Event description:
It has been reported to philips that the monitors stopped displaying during a procedure. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received the system was in clinical use. The diagnostic procedure got delayed and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system monitor stopped working mid case. The review of log files shows malfunctioning frontal ippc. Upon functional testing, fse found that ippc had problem. The philips engineer reseated ippc os hdd and reloaded the software to ippc. After which the system was returned to good working order.the codes were updated based on the investigation outcome.